Event description:
It was reported that the ilet charger did not charge the device unless the user manipulated a twisted charging cable, indicating intermittent charging due to a likely cable or connector issue. Symptoms included no adverse clinical effects. Outcomes included replacement of the charger with an additional spare provided via standard shipping. Investigation included customer interview and basic troubleshooting education performed remotely. Investigation of this case revealed a probable mechanical or electrical failure of the charger cable consistent with strain or internal conductor damage, resulting in intermittent power delivery. It was concluded, based on previously established findings for similar reports, that the cause was product wear or damage during use.